Event description:
Sorin group received a report that, during re-warming, the tubing slipped off of the reservoir outlet report. The perfusionist immediately clamped the line and reconnected the tubing, minimizing the blood loss. No blood products were given, no medical intervention was required and there was not pt injury as a result of this event. It was reported that during set-up, the tubing had been secured to the port with a tie band. The reservoir in use was not manufactured by sorin group.

Manufacturer narrative:
Sorin group received a report that, during re-warming, the tubing slipped off of the reservoir outlet report. The perfusionist immediately clamped the line and reconnected the tubing, minimizing the blood loss. No blood products were given, no medical intervention was required and there was not pt injury as a result of this event. It was reported that during set-up, the tubing had been secured to the port with a tie band. The reservoir in use was not manufactured by sorin group. The tubing from the involved customer perfusion pack was returned to sorin group for eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.